Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer reported that the sensor triggered a lot of threshold suspend. The customer also reported that they received a lost sensor alarm. The customer's blood glucose was 103 mg/dl at the time of incident. The customer's blood glucose was 146 mg/dl and sensor glucose was 111 mg/dl at the time of call. The customer's blood glucose was 115 mg/dl and sensor glucose was 78 mg/dl at the end of call. The customer's blood glucose was 125 mg/dl and sensor glucose was 65, blood glucose was 135 mg/dl and sensor glucose was 75 mg/dl, blood glucose was 130 mg/dl and sensor glucose was 65 mg/dl, blood glucose was 130 mg/dl and sensor glucose was 70 mg/dl, when it triggered threshold suspend. The sensor will not be returned for analysis.